Event description:
Bravo ph testing capsule placed during egd. Capsule was calibrated prior to placement and the recorder was functioning properly upon discharge. Follow up phone call to the patient several days later confirmed that the device was operating. The recorder was returned on friday, and kept in a safe place until it could be downloaded. When attempting to download the device on tuesday, the date could not be downloaded. Process to download was checked and rechecked by endo rn. Also went thru process with technical support and unable to access. Device was sent to given imaging.